Event description:
Customer called to report motor error during the manual prime. Conducted a displacement test, and the insulin pump passed.

Manufacturer narrative:
The insulin pump alarm during the basic occlusion and prime test due to loose motor drive support disk.